Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was difficulty with interrogations with this device. During initial troubleshooting the device was able to connect but during software upgrade the connection was delayed. A final attempt was performed, however no connection could be made. The patient left the hospital before the device could successfully be interrogated. This is considered a device malfunction. This is considered a device malfunction. No adverse events.